Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call several issues with the insulin pump. Customer stated they had a battery out limit alarm, blank display screen, external ram crc error, unexpected restart alarm and displayable history crc check failure. Customer received a replacement battery cap and continues to receive the battery out limit alarm when they replace the battery. Troubleshooting for the battery out limit alarm was performed. Customer replaced the insulin pump with a new battery and the device did not alarm. Troubleshooting for the blank display was performed. Customer advised the device had minor scratches which do not affect the display. However, customer advised the device was dropped at work and exposed to rain. Customer was able to perform and pass the self-test. Customer experienced high blood glucose when the device would go blank during the night. Customer was advised the insulin pump will be replaced due to multiple displayable history crc check failure alarms.

Manufacturer narrative:
No unexpected alarms, battery out limit alerts or blank display anomalies noted during testing. The insulin passed pump self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The operating currents were in specification. The insulin pump had multiple alarms in alarm history due to corrupted history file. The insulin pump had minor scratches on lcd window and casing noted. The insulin pump had cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump had moisture damage on lcd board and remote frequency board noted. The insulin pump had corroded motor housing noted; no corrosion on motor home switch.